Manufacturer narrative:
On (B)(4) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. It was determined that the test wells in question that yielded an unexpected instrument negative outcome had an absence of plasma in the test wells. The most likely root cause was an air aspiration resulting from a sample containing bubbles or foam. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 10feb2016. The fse determined that instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screening test wells when testing on a galileo echo.